Event description:
On march 11, 2012 the reporter contacted animas to report the pump had intermittently lost power. There was no patient injury associated with this issue. Troubleshooting revealed the battery had been replaced, there was no corrosion or damage seen to the battery compartment and the patient was able to securely tighten the battery cap. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.